Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The right plunger head was missing along with the timing plates, springs, and push block. There was a plunger not in place alarm in the event history log (ehl). This is potentially the product fault that the customer was referring to in the complaint. This error/alarm was reproduced during functional testing. The alarm was produced because parts of the plunger head were missing. This was attributed to improper use/handling of the pump by the customer. This was identified as the root cause of the reported product problem. The missing parts on the plunger head were replaced to address the product issue.

Event description:
It was reported that the alarm clutch on the medfusion pump was not on. No patient injury or complications were reported in relation to this event.